Manufacturer narrative:
Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the papilla on an unknown date. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe; however, the gauge did not register a change in pressure as the balloon was being inflated. The syringe was noted to hold pressure of 2.5 atm out of the package instead of zero. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.